Event description:
Bayer case number: (B)(4) right fallopian tube cornual region noted for essure device almost perforating [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube cornual region noted for essure device almost perforating") in a 55-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multigravida. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, and c). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): evidence of device perforation [gynaecological examination] (date unknown): laparoscopic survey revealed a uterus with significant adhesions of the colon to the posterior uterus that were removed with blunt dissection and minimal cautery use. Bilateral ovaries appeared normal. Right fallopian tube cornual region noted for essure device almost perforating. There was a thin layer of serosa over the device. Normal left fallopian tube. Cystoscopy after vaginal cuff closure noted for no bladder defects or suture. Bilateral efflux of urine from both ureteral orifices were noted. Vaginal cuff palpated intact and was without lacerations. [Ultrasound scan] (date unknown): essure devices in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.